Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that the doctor had found a power-trialysis, implanted via the left internal jugular vein, spontaneously coming off the patient's body approximately 10 cm. Because the doctor observed blood stain in the gauze dressing put on the patient's skin, he peeled it off and found that patient had been bleeding from the suture part. Allegedly, only the attachable suture wing, not the rotatable one, was used. However, the doctor did not secure the wing onto the catheter by tying sutures around the wing using the suture grooves. The catheter was replaced with another one on (B)(6) 2017. No patient hard reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the catheter spontaneously removing from the body cannot be confirmed due to clinical conditions which are not reproducible within the laboratory setting. The device returned was found during preliminary evaluation to be one 12 cm powertrialysis dialysis catheter. Visual evaluation found that the attachable suture wing was not present, but the rotatable suture wing was intact on the catheter body, which was also intact. There was use residue visible within the catheter. Functional evaluation found that each of the three lumens was patent to infusion. In the white and red lumens use residues were pushed toward the distal tip during infusion. While the complaint event cannot be confirmed with the information that could be gathered during evaluation of the sample, the IFU does instruct that the attachable suture wing should be secured to the catheter with sutures around the wing and that both suture wings should be used to secure the catheter with sutures to the patient. Because the complaint description states that only the attachable suture wing was used and it was not secured appropriately to the catheter it appears that the event was related to improper securement. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The IFU states the following: ¿ the rotatable, pre-attached suture wing is oriented to the skin surface and the catheter is attached using a suture. . When placing the catheter, use the removable suture wing to minimize movement at the exit site. Using your fingers, squeeze the suture wing together so that it splits open and place the wing around the catheter near the venipuncture site. Secure the wing onto the catheter by tying sutures around the wing using the suture grooves. Secure the removable wing in place by suturing through the holes or by using adhesive wound closures.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the doctor had found a power-trialysis, implanted via the left internal jugular vein, spontaneously coming off the patient's body approximately 10 cm. Because the doctor observed blood stain in the gauze dressing put on the patient's skin, he peeled it off and found that patient had been bleeding from the suture part. Allegedly, only the attachable suture wing, not the rotatable one, was used. However, the doctor did not secure the wing onto the catheter by tying sutures around the wing using the suture grooves. The catheter was replaced with another one on (B)(6) 2017. No patient hard reported.